Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 8 february 2021.

Manufacturer narrative:
This report is submitted on 24 march 2021.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced poor performance with the device. An impedance test in the clinic on (B)(6) 2020, showed all electrodes were open circuits. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.